Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm occurred 3 times. Insulin pump will be repaired and replaced.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.